Manufacturer narrative:
The baxter technician found the siderail broken and needed to be replaced. It is necessary for the progressa bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the head and intermediate siderails are not bent or twisted. Make sure the siderails lock correctly in the high position and you hear the latch click. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced siderail components to resolve the reported event. Based on this information, no further action is required.

Event description:
On 09-feb-2026, a customer contacted technical service to report that progressa plus (product code p7501a000095, serial number (B)(6)), had siderail was broken and falling off. There was no patient/user injury, medical intervention, symptom, or adverse event reported.